Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the damage observed at the end of the stent showed an obvious fish-mouth configuration, with restricted opening. The contributing factor for this event was not identified.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured c4 segment aneurysm with a max diameter of 7 mm and a 6mm neck diameter. The landing zone was 4mm distally and 4.8mm proximally. It was noted that the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that during the procedure, repeated attempts to manipulate the tip end of ped-475-25 failed to achieve opening. After removal from the patient, obvious damage to the tip end of the stent was observed, and the stent still could not be opened ex-vivo. The device was replaced with ped-475-20, after which the procedure was completed successfully. The pipeline was positioned in a bend at distal part. More than 50% of the pipeline was deployed when it failed to open and was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on-label). The angiographic result post procedure was good. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.